Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number unavailable. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. No components received.

Event description:
A medtronic representative reported that the site had a damaged short spine clamp that needed to be replaced. The site had difficultly engaging the screw to tighten down the clamp. There was no patient present when this issue was identified.